Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient stated that every time he charged the ins with the rtm, "it shocked" him. This had occurred for the past 3 days. The controller screen displays a "system problem" message. They stated that the "controller has a malfunction" as since he got the ins and controller, the controller kept displaying a rm03 error message. They have had to perform controller resets several times. They stated that he must reset the controller twice at every 10% increment while recharging the ins in order for the ins to charge fully as it stops at every 10% and displays the rm03 error code. They stated this has happened since the first day (october 3rd). No medical or therapy problem was associated. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger .review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.